Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Approximately 4th firing. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Not that the surgeon noticed. Was any unexpected resistance felt while firing the trigger? No unexpected resistance. Were any unexpected noises heard? No unexpected noises. If so, when? Did anything unexpected happen prior to this incident? Nothing unexpected prior to incident. Was the device fired after this incident in or out of the patient? The surgeon continued to use device in the patient after the incident, and was able to complete procedure. What were the indications for surgery? What was found? Gall stones. Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, while using the clip applier on the cystic duct, one of the clips did not form properly. However, surgeon was able to continue using the clip applier without incident. There were no adverse consequences for the patient.